Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced by powering the device on ac only (no battery installed) and manipulating the customer's supplied power cord. When the power cord was shifted, the device lost power. The power cord was determined to be intermittently supplying power to the device. The power cord was replaced. Additional information: (loose or intermittent connection).

Event description:
It was reported that a spectrum pump had intermittent power when plugged in. It was also reported there was no patient involvement.